Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced prolonged hyperglycemia after announcing fewer meals than usual while using an ilet system with a 23-inch teflon infusion set; the caregiver queried whether to replace the infusion site, and a troubleshooting discussion covered the potential impact of missed meal announcements and the option to change the site to confirm insulin delivery. Symptoms included mild nausea. Outcomes included elevated glucose above target for approximately 2.5 hours without use of backup therapy and without medical intervention. Investigation included remote troubleshooting and education regarding meal announcements and assessment of infusion site function. Investigation of this case revealed that insulin delivery was ongoing with a gradual glucose decline, and the event was consistent with missed meal announcements rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.